Event description:
It was reported by service report that the brakes were not engaging correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer has not approved the repair at this time.